Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6) 2009. During the procedure, the surgeon noted that the balloon was leaking fluid. The surgeon stopped the procedure and attempted to remove the balloon from the uterus. At that time, a hole was noted in the balloon. A second catheter was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.